Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v536375, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a patient had a replacement because the leads ¿were dead, were not working at all.¿ it was noted that there was no current flowing. It was also reported that the implantable neurostimulator (ins) battery was dead and needed to be replaced. It was unclear if the leads, the battery, or both were dead and needed replacement. Additional information has been requested but was not available as of the date of this report.